Event description:
Customer reported that there is a problem with the insulin pump. The insulin pump alarms during the prime process. The drive support cap is protruded. Insulin is squirting out. The blood glucose reading is 136 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.